Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 25mm amplatzer amulet left atrial appendage occluder was chosen for implant using an unknown delivery system. The amulet was implanted as per instructions for use (IFU). After the procedure, the patient was going to the postoperative (op) care unit, at that time the physician noted that patient had hypotension and the they brought back to catheterization (cath) laboratory room. The echocardiogram (echo) reveled, patient had an effusion and a pericardiocentesis was performed. A drain was placed and the patient was stabilized and taken back to the post op care unit. The physician believed the cause of effusion was caused by the amulet device. The trans-septal puncture was too inferior and caused the event. The amulet remain implanted. The patient was reported stable.

Event description:
It was reported that on (B)(6) 2023, a 25mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 14f amplatzer torqvue 45x45 delivery sheath. The activated clotting levels was 271s and heparin was administered. The amulet was implanted as per instructions for use (IFU). After the procedure, the patient was going to the postoperative (op) care unit, at that time the physician noted that patient had hypotension and the they brought back to catheterization (cath) laboratory room. The echocardiogram (echo) reveled, patient had an effusion and a pericardiocentesis was performed. A drain was placed and the patient was stabilized and taken back to the post op care unit. The physician believed the cause of effusion was trans-septal puncture too inferior. The amulet remain implanted. The patient was reported stable.

Manufacturer narrative:
An event of pericardial effusion and low blood pressure/hypotension were reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Reportedly, after the procedure, the patient was going to the postoperative (op) care unit, at that time the physician noted that the patient had hypotension and then, they brought back to catheterization laboratory room. The echocardiogram (echo) reveled, the patient had an effusion and a pericardiocentesis was performed. A drain was placed and the patient was stabilized and taken back to the post op care unit. The physician believed the cause of effusion was trans-septal puncture too inferior. The amulet remain implanted. The patient was reported stable. Based on the information received, the cause of the reported incident appears to be related to procedural conditions.